Manufacturer narrative:
The insulin pump received with no down button response due to corroded keypad down trace. No button error alarms noted. No ramping number on their own or scrolling bar moving anomaly noted. The device had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.